Event description:
During a mitral valve replacement procedure, while introducing the autoincisor in the pt's breast, prior to the aortotomy, the handle detached. The surgeon then replaced the cannula and antoincisor. The case was completed successfully with no adverse pt consequence.